Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned to the manufacturer; therefore, a product analysis could not be performed. The root cause is unknown the instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during the treatment of an aneurysm, the coil detached while being repositioned in the aneurysm. The detached coil was removed from the patient together with the microcatheter. There was no reported patient injury or intervention.